Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the screen was down and would not come back even after turning the main power on and off. When you open the back of the machine, the sensors in the drawers are beeping. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on. A field service engineer isolated the power issue to main drawer 3.1/3.2 and tested the drawer boards, identifying that the drawer board on 3.1 was defective. The engineer replaced the faulty board and powered the station back on. The drawer was tested in hardware test application (hta), and all tests passed. The customer also tested the drawer successfully, with no further issues reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the screen was down and would not come back even after turning the main power on and off. When you open the back of the machine, the sensors in the drawers are beeping. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.